Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The non- stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery (sfa). A 5.0mmx150mmx150cm sterling balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body, and the procedure was completed with another of same device. No patient complications nor injuries reported.